Manufacturer narrative:
A service call was requested and later canceled per customer's request as it was indicated that the customer had reconnected the upper sheath tubing to resolve the leak. No erroneous results were generated for this event. Upon recur of the failure mode; it is likely to cause erroneous differential and retic results from improper diluent flow from the sheath tank to the flow cell. (B)(4).

Event description:
The customer reported a diluent leak from under the lh750 instrument. The leak volume was reported as 20 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes.